Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient received inappropriate antitachycardia pacing and high voltage therapy for a supraventricular tachycardia rhythm incorrectly diagnosed as ventricular tachycardia. The patient was asymptomatic before receiving multiple shocks. One undersensing beat was observed on the ventricular channel due to a low amplitude r-wave. Increased capture threshold was observed on the right ventricular lead. It was not certain the device was capturing at that output. Making a programming change and performing a lead revision were recommended. No further information is available.